Event description:
The account alleged the bed exit would not work. No patient impact.

Manufacturer narrative:
The technician found the scale needed to be zeroed, user error. The technician zeroed the scale and in-serviced the staff to resolve the issue.